Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 27jul2011 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issues of interruption of communication or power between pc unit and modules with apparent damage or corrosion to the iui connector could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. H3 other text : device was not provided for evaluation.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.